Event description:
The customer reported the system locked up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the control panel processor board needed to be replaced. No conclusion can be drawn as repair information is not available.